Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned to manufacturer.

Event description:
Customer reportedly received the following results on the aviva plus system within 10 minutes: 365 mg/dl, 174 mg/dl, and 145 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device however, the test cassette is no longer available; replacement was sent.